Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for total aerobic mesophilic flora revivable greater than 25 colony forming units (cfus) or presence of indicator microorganisms in the operator and aspiration channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Once the investigation has been completed or should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Bacteria detection location: operator channel. Total bacteria detected: 1 cfu. Microorganism name: micrococcus luteus/lylae. Sampling date: (B)(6) 2025. Bacteria detection location: balloon channel. Total bacteria detected: 2 cfu. Microorganism name: brachybacterium species, peribacillus species. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. The user provided third-party culture results were as follows: sampling date: (B)(6) 2024. Bacteria detection location: operator channel. Total bacteria detected: 1 cfu. Microorganism name: mold. Sampling date: (B)(6) 2024. Bacteria detection location: suction channel. Total bacteria detected: 1 cfu. Microorganism name: mold.